Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a bent locking set screw on one of the centrimag motors.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent locking screw on the centrimag motor was confirmed. The returned centrimag motor (serial number (B)(6)) was received by the service depot and was observed to have a bent locking screw upon arrival. The motor¿s entire locking mechanism was replaced with a new component, then the motor was tested alongside known working test centrimag equipment and was found to perform as intended. A full functional checkout was performed, and the serviced and repaired motor was returned to the customer site after passing all tests per procedure. The root cause of the damage to the centrimag motor was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.